Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was in a car accident related to low blood glucose. Customer's blood glucose was 40 mg/dl. Customer was treated with glucagon at the scene of the accident. Customer stated she had been experiencing lows but not at that time of day. Customer was not hospitalized. The drive support cap appears normal. Customer stated her transmitter had run out earlier in the day and she was waiting to get home to change. Blood glucose was fine when she left school. Customer was disconnected during rewind and prime sequence. Bolus history for the date of the incident was missing in the device history. Reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to an MRI. Customer was advised to speak to doctor in regards to low blood glucose levels. Customer was advised to monitor the device and call back if issues persisted. No further information reported.